Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had other/non-product experience. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead were explanted. Additional information received from the field representative indicates that the reason for explant was due to infection and the patient will be re-implanted. No additional adverse patient effects were reported.